Event description:
It was reported that during initial implant procedure, there was difficulty removing the guidewire from the left ventricular lead. The lead was extracted and replaced. It was noted that there appeared to be a clot in the lead after the extraction. Patient was stable throughout.

Manufacturer narrative:
Analysis was normal. No anomalies were found.